Event description:
The manufacturer recieved an allegation that a device was showing an error related to a flow sensor failure due to contamination. No harm or injury was reported. This error may impact therapy. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.